Manufacturer narrative:
Manufacturing records could not be reviewed since catalog and lot numbers are unknown. No add'l info has been rec'd regarding the pt's clinical history, the procedure or identification of the actual filter involved in the event. The results of the investigation are inconclusive. It is unknown whether pt or procedural factors contributed to this event. The info for use (IFU) for bard recovery filters state: potential complications: possible complications include, but are not limited to the following: perforation or other acute or chronic damage of the ivc wall.

Event description:
It was reported that during a urological surgical procedure, a filter was noted to have three wires protruding from the vena cava, with one also penetrating the gonadal vein.